Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable was confirmed. The system controller (serial number (B)(6)) was not returned for analysis; however, an image of the controller was provided, and a cut was observed in the black power cable, exposing inner wires. The provided log file was reviewed. The pump maintained speeds above the low speed limit throughout the log file, and atypical events were not observed, including events related to the controller¿s damaged black power cable. The root cause of the damage to the controller¿s power cable was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a successfully performed controller exchange due to a tear in the black cable closest to the controller where the wires became exposed. A summary of the heartmate log was submitted for review. The event log displayed intermittent low power advisory events due to possible patient error while tethered on batteries. It appeared that these events occurred due to the patient using depleted batteries. It was noted that the patient was sleeping on battery power which is not recommended. There were no other unusual events seen with the log file. The mcs equipment was operating as intended. The exchanged controller will not be returned for evaluation.